Event description:
It was reported that the saline water was not ejected from the pulsavic plus fan sprag kit. The customer used and finished the surgery with an alternative device. There was no patient harm or extension/delay in surgery time reported. No additional clinical information was received at the time of this report.

Manufacturer narrative:
The device was returned in a plastic bag, not the original zimmer packaging. Initial qa inspection observed that the unit did not function when engaging the switch. Inspection of the battery pack displayed corrosion of the batteries and on the contact plates. An initial result of the voltage measurement of the battery pack was 0.0 volts. Individual battery charges registered 0.0 volts. Various stages of corrosion were witnessed on the battery pack terminals and the battery ends. Several batteries displayed leakage. Terminals on the battery pack were damaged beyond any repair. Since the trace lot number was not available, the actual age of the pulsavac is unknown. The expiration date noted on the batteries is 12/2024. This signifies a year 2014 manufacturing date which in turn indicates a 2014 manufacturing date for the pulsavac. The customer's reported event was confirmed. The device did not operate upon receipt. The most likely cause for this event is the corrosion of the battery pack terminals due to the degradation and leaking of the batteries. The root cause for the battery degradation is unknown.